Event description:
It was reported when using the bd vacutainer® serum blood collection tubes, the device experienced stopper creep out/loose closure. This event occurred 35 times. The following information was provided by the initial reporter. The customer stated: the serum tube cap is removed during the sample delivery process. Based on information from customers, the process of filling blood samples is open pre filled.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® serum blood collection tubes, the device experienced stopper creep out/loose closure. This event occurred 35 times. The following information was provided by the initial reporter. The customer stated: the serum tube cap is removed during the sample delivery process. Based on information from customers, the process of filling blood samples is open pre filled.

Manufacturer narrative:
H6: investigation: bd received 2 customer photos for review and analysis in support of this complaint. The photos were reviewed and the customer¿s indicated failure mode of stopper pop off was observed as they show evidence of blood spillage from a tube that is missing the hemogard-stopper assembly. Additionally, 29 retain samples were functionally tested and no issues were observed. This complaint has been confirmed for the indicated failure mode stopper pop off based on the photo analysis. Bd has initiated further root cause investigation relating to the issue of stopper pop off through CAPA #1875009. The device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.